Manufacturer narrative:
An investigation was conducted: it was reported by the user site that during a celero biopsy procedure on (B)(6) 2025, "specimen was obtained using the pre-fire method. However, the biopsy needle would not reopen to retrieve the specimen. The hand "priming" function had zero resistance and did not appear to be working properly, so the 1 and 2 buttons did not respond when pushed. The biopsy sequence was attempted at least 15 times, without success. The patient developed a hematoma after the second pass and the area was no longer visualized, so the procedure was aborted. The pathology results were discordant, requiring a second biopsy several weeks later." The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint, and only limited patient-related information was provided. Therefore, a full investigation could not be conducted. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issue could not be confirmed because the device was not returned. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported by the user site that during a celero biopsy procedure on (B)(6) 2025, "specimen was obtained using the pre-fire method. However, the biopsy needle would not reopen to retrieve the specimen. The hand "priming" function had zero resistance and did not appear to be working properly, so the 1 and 2 buttons did not respond when pushed. The biopsy sequence was attempted at least 15 times, without success. The patient developed a hematoma after the second pass and the area was no longer visualized, so the procedure was aborted. The pathology results were discordant, requiring a second biopsy several weeks later." No further information is currently available.